Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tubes inflammation') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included adenomyosis and leiomyoma nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (robotic davinci hysterectomy with salpingectomy and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: final diagnosis: uterus, cervix and fallopian tubes (hysterectomy and bilateral. Salpingectomy: uterus: proliferative phase endometrium, myometrium with adenomyosis and leiomyomas. No hyperplasia or malignancy identified. Cervix: inflammatory changes. Negative for dysplasia and malignancy. Fallopian tubes: paratubal soft tissue with large vessels and focal chronic, inflammation with histiocytes., no malignancy identified, bilateral coiled devices (gross diagnosis only). Separate fragment of tissue: fat necrosis and dense fibrosis with calcification, negative for malignancy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received - event medical device removal updated to fallopian tubes inflammation. New reporter, medial history, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received: case was upgraded to serious incident. Event injury was replaced with event medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.